Manufacturer narrative:
H3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75 in prn/ec slm foreign matter when the product was unpacked, foreign matter was found in the extension tube; the affected quantity is 2 pieces, the sample cannot be returned, and photos are provided; green claim settlement is required, complaint reply letter is required, and complaint receipt letter is required.

Manufacturer narrative:
A complete investigation could not be performed for the event reported by your facility, as no physical sample, material number and lot/batch number were provided. Only a photograph of the affected unit was provided to aid in our investigation. The photograph provided showed that there was a black foreign matter attached to the extension tube. The reported nonconformance has been confirmed. Based on the limited investigation results, our quality engineers are unable to determine a root cause for the reported nonconformance. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. We encourage you to retain and submit to us the relevant product and event details for us to conduct a complete investigation. We regret any inconveniences this incident may have caused you and your facility. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information available.